Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per independent repair center statement, the alarm will not function. The key failure was a power switch/short circuit.